Manufacturer narrative:
(B)(4). The device was manufactured march 10, 2016 ¿ march 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed tiny specks of white drug residue around the blue winged luer cap, but no signs of fluid were observed coming out at the blue cap. A functional leak test was performed by filling the device and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small droplets of fluid leaked from a large volume infusor. This occurred when the device was removed from its packaging. The device had been filled with fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.